Event description:
It was reported that the customer passed away at home. The caller stated that the exact date of death is unknown. The customer was found dead, at home, on (B)(6) 2015. The caller stated that there was an insulin pump, in the box, but was unsure if that insulin pump or another one was worn at the time of death. Neither of the insulin pumps' information was verified. The cause of death is unknown as the autopsy is in progress. The customer's last recorded blood glucose and the blood glucose at the time of death are unknown. It is unknown if the customer was using sensors or if a sensor was worn at the time of death. The caller noted that the customer had called previously for a button error alarm and the out of warranty insulin pump had already been returned by the customer. The caller could not locate the insulin pump at the time of call. The caller was advised to return the insulin pump once it was located. Further attempts will be made to contact the next of kin for further information

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.